Event description:
#Medwatcher #followup 1, #FDA mw5036758, #(B)(4). The following have been my many symptoms: vaginal odor, cramping hands, lower back pain, pain in my thighs, sharp chest pains, sharp right side pains, migraines, fatigue, hair loss, brain fog (memory issues), muscle spasm in thigh/hip, muscle spasm in feet near toes, bloating, hot flashes. Had surgery (B)(6) 2014 to have my fallopian tubes removed and the migrated coil as well. The migrated right coil was near the right abdominal wall and colon.

Event description:
Once implanted, I began to get my menstrual everyday for about 9 months causing me to have to get on depo provera to control. During this time the hsg was completed and the left tube was not blocked. The coil was removed and both tubes were clamped. Since then I've had to take fmla for the sharp chest pains. Since then I've developed many other symptoms. (B)(4). Update on (B)(6) 2014: the following have been my many symptoms: vaginal odor, cramping hands, lower back pain, pain in my thighs, sharp chest pains, sharp right side pains, migraines, fatigue, hair loss, brain fog (memory issues), muscle spasm in thigh/hip, muscle spasm in feet near toes, bloating, hot flashes. Had surgery (B)(6) 2014, to have my fallopian tubes removed and the migrated coil as well. The migrated right coil was near the right abdominal wall and colon.

Event description:
Add'l info received from reporter for report mw5036758 as f/u 2: reporter stated she had a surgery for bilateral removal of her fallopian tubes. Thereafter, reporter had abdominal pain and bleeding and as a result, her uterus was removed. Reporter was hospitalized and was diagnosed with endometriosis. On (B)(6) 2016, she experienced a strong vaginal odor and went to the emergency room where she was diagnosed infection and was given some medications. Reporter has a f/u appointment with her doctor next week.